Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high capture thresholds. This rv lead was surgically abandoned/capped, since this lead broke during extraction being unable to extract. A new lv lead was successfully placed. No additional adverse patient effects were reported. Additional information confirmed that the high thresholds were due to lv lead dislodgement into the coronary sinus (cs), resulting in poor lead positioning.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high capture thresholds. This rv lead was surgically abandoned/capped, since this lead broke during extraction being unable to extract. A new lv lead was successfully placed. No additional adverse patient effects were reported.